Event description:
As reported, the middle of the balloon of a saber rx 5mm30cm155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six atm while trying to inflate a calcified region of the target lesion. The device was replaced with another sized un-specified cordis balloon catheter to complete the procedure. No injury was reported to the patient. The product was removed intact (in one piece) from the patient. The target lesion was the superficial femoral artery that had 100% stenosis and was a chronic total occlusion. There was no vessel tortuosity. There was no difficulty advancing the balloon catheter through the vessel or crossing the target lesion. The catheter was never in an acute bend. The device was prepped and stored according to the instructions for use. There was no difficulty removing the product from the hoop, or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The contrast to saline ratio was 50%. A non-cordis indeflator was used and was also used successfully with other devices.

Manufacturer narrative:
As reported, the middle of the balloon of a saber rx 5mm30cm155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six atm while trying to inflate a calcified region of the target lesion. The device was replaced with another sized un-specified cordis balloon catheter to complete the procedure. No injury was reported to the patient. The product was removed intact (in one piece) from the patient. The target lesion was the superficial femoral artery that had 100% stenosis and was a chronic total occlusion. There was no vessel tortuosity. There was no difficulty advancing the balloon catheter through the vessel or crossing the target lesion. The catheter was never in an acute bend. The device was prepped and stored according to the instructions for use. There was no difficulty removing the product from the hoop, or protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and maintained negative pressure. The contrast to saline ratio was 50%. A non-cordis indeflator was used and was also used successfully with other devices. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82221002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 100% stenosis, likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h6 and h10 as reported, the balloon of a saber rx 5mm x 30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured while trying to inflate a calcified region of the target lesion. The device was replaced with another sized un-specified cordis balloon catheter to complete the procedure. No injury was reported to the patient. The target lesion was the superficial femoral artery that had a chronic total occlusion. Additional information was requested but not provided. The product was not returned for analysis as it was previously discarded in the hospital. A product history record (phr) review of lot 82221002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and a chronic total occlusion likely contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber rx 5mm30cm155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured while trying to inflate a calcified region of the target lesion. The device was replaced with another sized un-specified cordis balloon catheter to complete the procedure. No injury was reported to the patient. The target lesion was the superficial femoral artery that had a chronic total occlusion. The device will not be returned as it was previously discarded in the hospital.